Event description:
It was reported that during a da vinci si cystectomy procedure, the tip was broken on a prograsp forceps instrument due to user error. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument broken at the proximal clevis to main tube interface. The clevis was dislodged from the main tube as a result. Both proximal clevis and main tube pieces were missing. Breakage was likely due to overloading at the tip. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken tube with pieces missing could likely cause or contribute to an adverse event if the failure mode were to recur.